Event description:
It was reported that a spectrum iq pump displayed a white screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, a totally dead white screen was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event.. The reported condition was verified. The cause of the condition was determined to be that processor printed circuit board was not installed properly. The processor printed circuit board requires reinstallation to address this issue. Should additional relevant information become available, a supplemental report will be submitted.